Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection identified that the tip of the device is broken and heavily damaged. As stated in the event summary the cause is misuse by end user.

Event description:
On 11/11/2021 it was reported by a facility representative via phone that an ar-1510fs-7 ratchet drill sleeve was damaged. This was discovered during use in an acl procedure on (B)(6) 2021. The surgeon inserted the ar-1204ff flipcutter iii though the drill sleeve when it jammed. The surgeon pounded the device to get them separated breaking a piece of the ar-120ff. All fragments were removed. The case was completed using a new ar-1204ff.